Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: level b investigation complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: unable to perform complaint lot history check due to an unknown lot number for leakage & difficult/unable to operate. A review of risk management document (B)(4), revision 10, indicates that the potential risk of this specific reported incident (safety pen needle auto shield duo pen needle, leakage, difficult/unable to operate) was captured and addressed investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check due to an unknown lot number for leakage & difficult/unable to operate. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd autoshield¿ duo safety pen needle experienced leakage and difficult operation or not working/functioning during use. The following information was provided by the initial reporter: product: bd autoshield duo. Lot number: unknown. Product expiry date: n/a. Number of defective product(s): 1. Is sample available: no. Concern description: after administering insulin and lifting the it off the skin, insulin leaked down the skin. User did not hear a click when inserting the needle straight in.